Event description:
It was reported that the stimulator turned off several times in the last week. Impedance readings were <250 ohms, with 0 and c 632; 1 and c 909; 2 and c 1017; 3 and c 636.0 and 3<50 ohms. The pt was programmed with c+ and 0, 1,2 and 3 all-. A 7v, 90 pw and 170 hz with one minute on and 5 minutes off. There were twelve activations with the last reset of (B)(6) 2009. The night after the first shut down the pt had multiple seizures while the stimulator was off. This was the pt's first seizures in three months. The stimulator was turned back on with the pt programmer. Since then the pt noticed that the stimulator was off when the pt was at home and at his grandmother's house. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.